Event description:
The system responded with error 3 during the case. The customer replaced the demo handpiece and used the same instrument. The case is ongoing. The rep will call back to report if case was completed with no patient consequence.